Manufacturer narrative:
(B)(4) date sent: 2/5/2026 d4: batch # 431d64. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample determined that one tlc75 reload was returned with no apparent damage. The tcr75 reload had proximal 4 drivers up and the remaining drivers were down with staples present. The fork from left side was broken and also the swing tab was noted to be broken, making the reload nonfunctionally. No functional test could be performed due to the condition of the reload. It is possible that the damage on the swing tab and the fork were due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 431d64, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, the first one was fired without any problems. It could not be fired when loading the second tcr75. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.